Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was 190 mg/dl at the time of incident. The customer's mother reported that they had a bent cannula but the customer's mother mentioned that there were no delivery alarms when cannula was not bent as well. The customer's mother stated that they tried different infusion sets or cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated that the sites were rotated. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.